Event description:
It was reported by a customer on (B)(6) 2011 the laser system was not accepting the fiber. A message occurred to insert the fiber. Another fiber was inserted, but the same result occurred. Per the customer, error message code 171 was being encountered. The power was increased/decreased, but the same result still occurred. No pt injury was reported. The physician discontinued and used turp to complete the procedure. Per american medical systems technical support, error message code 171 was looking for internal power in the screen and was not achieving the power it was receiving; however, the power was already exhausted.